Event description:
We received an allegation of questionable crep2 creatinine plus ver.2 results for 23 patients tested on a cobas c 503 analytical unit. The initial creatinine results were reported outside the laboratory. The customer performed repeat testing with the samples. The customer determined the repeat creatinine results were correct. There were reportedly 23 patients with questionable results reported outside the laboratory. It was alleged that 13 patients were provided treatment. It was confirmed that no adverse events occurred to any patients due to the treatments given. Below is an example of a questionable creatinine result: the patient's initial creatinine result was 178 umol/l. The patient's repeat creatinine result was 50 umol/l. The creatinine reagent lot number was 577467 with an expiration date requested but not provided.

Manufacturer narrative:
The customer replaced the sample probe. The field service engineer found scratches on the sample probe and the sample probe was replaced again. The customer's qc results were within range. The investigation reviewed the system alarm trace and found abnormal aspiration alarms and sample pipettor alarms. The system's database files, result printouts, and precision check results were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.